Event description:
Boston scientific received information that the patient with this right ventricular defibrillation lead developed a pericardial effusion and subsequently pericardial tamponade secondary to the implant procedure. The pacing system remains implanted and the patient is in recovery. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular defibrillation lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.